Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records and x-rays were received. Review of the supplied investigational inputs confirmed subsidence of the subsidence of the femoral construct. The investigation could not draw any conclusions about the root cause of the subsidence. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address subsidence and loosening. Update recv'd (B)(4) 2014 - patient's medical records were received. Records indicate upon revision the patient's femoral stem had subsided and the femoral stem had gone into the knee. The patient's femoral component and proximal femoral body are being added to the complaint.